Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correction field(s): h4. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up/inspection for use, the subject flex video scope device had an error b30. There was no patient involvement.